Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, a patient death occurred. The 80% stenosed, 3.0x35mm concentric de novo lesion being treated contained a >45 degree and <90 degree bend and was located in the non-tortuous, mild to severely calcified proximal left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon and the physician deployed a 3.0x38mm taxus liberte stent. The stent was well apposed. Medications given: clopidogrel, aspirin, and eptifibatide. Three days post the stenting procedure, the patient experience chest pain. In-stent thrombosis was identified in the previously implanted stent. A non-bsc catheter was used to remove the thrombus. Patient death occurred the same day.